Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808.02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The product labeling was reviewed and determined to be adequate in providing instructions on how the patient connects and then continues therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (indicating air) which occurred on the home choice (hc)during initial drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to start over again with new supplies. The hp discarded the supplies. Follow up with the nurse revealed that the patient has been doing fine and able to continue therapy.